Event description:
Information received indicates the head and knee function will not rise.

Manufacturer narrative:
The technician found the panel which covers the motors was missing a screw which caused the panel to shift over the CPR and trend control bar, which engaged the CPR. The technician repositioned the panel to repair the bed.